Event description:
It was reported that shock impedances on this right ventricular lead reached 131 ohms. No adverse patient effects were reported. The device and lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).